Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 334 mg/dl. The current blood glucose was 366 mg/dl. The customer treated his blood glucose with an injection of 9 units. Customer did not complete the troubleshooting guide. Customer advised to change the complete set. The needle guard was still on the infusion set after removing the infusion set from his body. The insulin pump will not be returned for analysis.